Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling a sensation like "little bees stinging me where the lead goes into the device". The patient further reported bumping her device and stated "it hurt so bad" and said her heart started racing. The patient further alleged device is "not working right" and stated there are double r-waves. Additionally, patient reported receiving 37 shocks and stated she was hospitalized and device was reprogrammed, but she is still receiving shocks. The patient further reported that the programmed settings were changed automatically in the device between 2007 and 2009. The patient also alleged that a magnet did not stop the device from shocking. The patient also feels a "bee sting" by the implant site when the device is pacing and that it makes her arm jerk.